Manufacturer narrative:
Account said that he pushed down on all of the circuit board connections and the bed started working. The bed is back in service.

Event description:
Account has a bed that the trend is working intermittently from the footboard.